Event description:
It was reported that during a laparoscopic splenectomy, the surgeon states that both devices ceased operating after about 10 minutes of use. In each case, the device was removed, cleaned and reattached to the hand piece without success. Another device was used to complete the case with no pt consequence.